Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (constant gong alarms) was confirmed. As received, the cable connecting the distribution node (dn) and rear therapy electrodes (te) and the cable connecting the dn and ECG electrodes c and d was pulled from the dn strain relief, damaging the pulse wire connection inside the dn. The cause of the constant gong alarms is the damaged cables and wires. The root cause of the damaged cables and wires is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient's device was producing constant gong alarms.